Event description:
Pt tried switching to her brand new epc controller at home and reported that once the controller had all its connections in place, it briefly powered the pump for a minute or so, then completely failed. The event was described and confirmed by hospital personnel as no lights on the controller interface lit up at all upon being connected to power. Pt came into ER as a result of this event with her pump completely off for more than an hour. In-hospital lvad personnel as well as ER staff nurse used stethoscope to confirm that the pump was not operational. At which time the attending cardiologist and on-call vad coordinators were notified and the consensus agreement amongst them was not to attempt to restart the pump via controller exchange or any other method. Epc controller; in use for 1 day; (B)(6) 2016. Epc controller used to interface and power the pump.